Event description:
A user facility submitted a repair request to the olympus service center, for an oes cystonephrofiberscope forceps stopper cap coming off. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, forceps stopper cap came off, burning of the tip cover, bending angle insufficient due to elongation of the angle wire, burning of the light guide bundle, curved rubber adhesive missing, water tightness not maintained due to detachment of the forceps plug mouthpiece, scratches found on the eyepiece, scratches on angle lever, seihin label peeled off, scratches found on the fixed ring, scratches found on the up/down angle fixing lever (sp), and mark peeling of the light guide mounting base. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, the damage to the forceps plug connection at the forceps port likely occurred due to the same cause as other damages, but it was not possible to determine whether the defect was due to stress, handling, or other factors. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.